Manufacturer narrative:
A getinge field service engineer (fse) stated the customer purchased a brand new pump assembly and repaired it himself. All tests were normal.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11 corrected fields: d4 (UDI).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: h6 (type of investigation).

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that routine testing before use, the cs100 intra-aortic balloon pump (iabp) is powered on but there is no airflow output. The air supply was sufficient and the test balloon was not damaged, but the balloon could not be inflated after the machine was turned on. There was no patient involvement.